Event description:
It was reported that during the device change-out due to normal eri, the chronic lead exhibited hv impedance and failed dft. No externalization was observed on the lead. The lead was explanted and replaced. The patient is doing well and continues to be monitored.

Manufacturer narrative:
(B)(4). Product not returned.